Event description:
Study notification: six to 24 hours after the procedure, the ck-mb and troponin were elevated >/=5. Additional information indicated that the troponin rose to 6.06 ug/l. The electrocardiogram showed negative t-waves in v2 and v3 probably due to severe hypertension (up to 250 mmhg) that occurred during the procedure. The day after, the troponin dropped to 2.19ug/l. No other treatment or angiogram was given or performed due to the increase in cardiac markers. The patient was in good health after the episode and was discharged with the following medications aspiring 160mg (permanent), clopidogrel 75mg for 6 months, statins, ace inhibitors or angiotensin receptors blockers, and beta-blockers.

Manufacturer narrative:
The main indication for the intervention was stable angina. The baseline medications consisted of aspirin 160mg, clopidogrel 75mg, ace inhibitors or angiotensin receptors blockers, and beta-blockers. The target lesion was de novo in a mid right coronary artery (rca). The reference vessel diameter was 3.0mm and the lesion length was 15mm. The lesion was classified as type b1, readily accessible and was not ostial. The lesion was moderately calcified, not at a bifurcation, smooth contour, no angulations, concentric, and no thrombus. Pre-procedure diameter stenosis was 90%. The 6 french-guiding catheter was inserted. The lesion was pre-dilated with a 3x12mm balloon at 6 atmospheres. A cypher select 3.00x13mm was removed from the package, but the stent was lost prior to inserting in the patient. A 3x18mm cypher select plus stent was electively implanted at 16 atmospheres with satisfactory results. The stent was not post-dilated. No adverse event was noted during the procedures. Intra-procedure medication consisted of loading dose of 500mg aspirin. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report #9616099-2008-00848.